Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 heart-lung-machine. The incident occurred in italy. A livanova field service representative was dispatched to the facility to investigate the device and confirmed that the power cable was damaged and terminals were bent. In order to fix the issue, the s5 mains cable was replaced. All functional checks were performed, and unit was returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that one (1) of the two (2) contact pins of the main cable of the s5 system was melted into the plug. The event occurred when the device was in service. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2008. The most likely root cause of the reported event is a rough handling by the user with the contribution of aging/wear of the component.